Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer stated that he resumes and gets 2 or 3 units before he gets the alarm again. Customer also had a motor error alarm. Customer was delivering a bolus when the motor error alarm occurred. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined troubleshooting for the no delivery alarm. No further assistance needed.